Event description:
Patient representative reported "histopathological markers appropriately reported (cd30+/ alk-)". Hence, event captured as lymphoma-alcl.

Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported "fissure of fluid collection around the implant was found surrounding the inferomedial quadrant on its entire perimeter", further [unspecified] diagnostics established patient developed alcl (cd30+ provided, no mention of alk), physical suffering including pain and "similar ailments", "mental suffering consisting of negative emotions experienced due to the physical suffering or the consequences of bodily injury or impaired health in such for as disfigurement, the need to change lifestyle or even exclusion from normal life". Affected side is the left side. The device has been removed along with capsulectomy.

Manufacturer narrative:
Additional, changed, and/or corrected data:b.5 , b.6 , b.7 , d.6b , g.2 , h.6.

Manufacturer narrative:
The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient representative reported "fissure of fluid collection around the implant was found surrounding the inferomedial quadrant on its entire perimeter", further [unspecified] diagnostics established patient developed alcl (bia-alcl markers not provided), physical suffering including pain and "similar ailments", "mental suffering consisting of negative emotions experienced due to the physical suffering or the consequences of bodily injury or impaired health in such for as disfigurement, the need to change lifestyle or even exclusion from normal life". Device side and status of the device is unknown.